Event description:
The company was informed that the pt developed a skin flap infection following implant surgery. The pt is being treated. Advanced bionics is currently in the process of gathering additional info. When new info becomes available, a follow up report will be sent.